Manufacturer narrative:
MFR's report date: 05/18/2011. (B)(4). Product evaluated and customer's experience of a cracked male luer and leaking was not confirmed. The component was inspected and no anomalies were found. Functional testing was unable to duplicate the customer's issue. The root cause of the event was not identified.

Event description:
Picu clinician reported a cracked male luer while milrinone was infusing and found leaking at the connection. The crack is noted at the male luer along the screw threads. No pt harm reported.